Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2024, the patient experienced a skin reaction with infection, and dermatitis, under entire patch area. The report was made by a nurse who stated that they saw an increasing number of patients having skin reactions to dexcom sensors, ranging from mild dermatitis to severe dermatitis and skin infections. The patient reportedly needed treatment ranging from topical steroids to antibiotic treatment. The nurse stated that they recommended to use additional products to support skin integrity, and encouraged site rotation, but that skin reactions still happened despite this. The nurse was contacted multiple times to confirm the details regarding treatment but could not be reached. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.